Event description:
The customer reported that the power cords going into the c-arm had a cover broken with wires exposed.

Manufacturer narrative:
(B) (4). The ge service rep installed a hv cable assembly. The system operates as intended.